Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. Review of the system log files showed unexpected os startup. Upon troubleshooting fse found the boot up issue was due to defective host pc. Fse replaced the host pc and omnikey reader. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It has been reported to philips that the host pc did not boot up when the system was turned on. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and identified that host pc was faulty. The fse replaced the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.